Event description:
Olympus (omsc) was informed that the customer¿s endoeye flex 3-dimensional deflectable videoscope was returned for repair for a reported ¿cable pinhole¿ that was found during an unspecified event. Upon inspecting and testing of the scope, the service engineer found the adhesive from the objective lens at the distal end peeling off. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service inspection found the adhesive from the objective lens at the distal end peeling off. Additionally, the customer¿s reported issue was confirmed as the scope failed the water leak test due to a hole in the universal cord. The bending section cover has scratches, and the bending section cover adhesive is partially peeled or chipped and missing. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to operator of device. Operator of device - corrected to health professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the pinhole on the device likely occurred due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer further reported there was no patient involvement.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the reported event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 31-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.